Manufacturer narrative:
Product event summary: analysis confirmed the reported event; when the top of the stylus touched the screen, it had no reaction due to the bezel/overlay assembly.

Event description:
It was reported the touchscreen was broken. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.